Manufacturer narrative:
The investigation of access site bleeding and delivery issues has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue was most likely patient condition since the impella cp unable to be delivered in the left femoral artery due to calcification in the ostial iliac. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that implantation of an impella cp could not be delivered via the left femoral artery due to calcification in the ostial iliac, and a hematoma developed. The pump was delivered via the right femoral artery instead. Andioseal and perclose were used to close both sites. The patient survived.